Event description:
It was reported that during a spinal procedure at l1-l3 to implant posterior fixation, the set screw could not be broken off at left l3. The pedicle screw was also replaced because its thread was damaged. The case was completed without any further incident. No pt injury was reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 86746545, 510k# k000453 was cleared in the united states. Review of the submitted pictures appear to show the thread crests and flanks of both the pedicle and set screw are damaged; this damage appears to have initiated at the start of the thread, consistent with misalignment of the mas head and set screw threads. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.